Manufacturer narrative:
Investigation: visual inspection: scratches on the housing of the progav 2.0. Permeability test: the test showed that the progav 2.0 shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav 2.0 is permeable, while the shunt assistant is non-permeable. Computer control test: the computer control test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 2.01 cmh2o. This is within the specified tolerance of 5 cmh2o ± 3 cmh2o. Since the shuntassistant was blocked, a computer control test was not useful here. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we have determined that there was a blockage in the shunt system at the time of our investigation. Detected deposits were the cause of the blockage. Endogenous substances in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx413t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in under-drainage. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1 years. Height: 67 centimeters (cm). Weight: 6.6 kilograms (kg). Gender: female.